Event description:
It was reported that a patient underwent a laparoscopic hernia repair on (B)(6) 2012 and mesh was implanted. The patient required vac- conditioning for 6 days following the surgery. The patient developed a 2 tracheocutaneous fistulas and subcutaneous exposition. Patient will required additional surgery for the explanting of the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.